Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was turned off that the patient had an episode of ventricular fibrillation (vf) and was not treated. Device remains in service. No adverse patient effects were reported.